Event description:
Reporter said he was hospitalized for a left total knee replacement procedure. After the procedure he was given a leg lift to help with moving the leg to bed, out of bed and positioning. While in hospital it worked well. The evening of his discharge home, the patient attempted to pull his leg from left to right and lost control of the leg lift. The lift folded back on top of itself and he ended up with a swollen and painful knee. He called the hospital and was advised to place ice on the swollen knee and was put on pain medication. Physical therapist came home every day to help out the situation.